Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver unknown morphine 3mg/ml at 0.15mg/day. It was reported that a catheter kink occurred. The patient went in "last august" for a refill and still had 18ml of drug in the pump after 6 months of use. On (B)(6) 2022, the pump pocket was opened and 15ml of medication was removed from the pump. The expected reservoir volume at this time was 13.4ml. The hcp attempted to aspirate through the catheter access port (cap), but could not aspirate. The pump was disconnected and the catheter was pulled out of the pocket. The original, untrimmed catheter spinal segment appeared to have a kink. The catheter and pump segment were revised. 47.4cm was trimmed from the spinal segment and a new pump segment was added. After the catheter was revised, good cerebrospinal fluid (csf) flow was obtained. Good csf flow through the cap after the revising the catheter was also noted. There were no noted environmental, external, or patient factors that may have led or contributed to the event. The date of the event/difficulty was asked but was unknown. At the time of the report, the issue was resolved and the patient status was "alive-no injury".

Manufacturer narrative:
Concomitant medical products: product ID: 8780; lot#: serial# : (B)(4); implanted: on (B)(6) 2014; explanted:; product type: catheter. Other releva;nt device(s) are: product ID: 8780, serial/lot #: (B)(4); ubd: 18-nov-2015; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported the event occurred in august 2022. The company representative clarified the report of "18 ml after 6 months of use", the actual reservoir volume had been 18 ml, the expected reservoir volume was unknown, the filled volume was 20 ml, and the programmed volume was 20 ml.

Manufacturer narrative:
H3. The catheter was returned for destructive analysis and identified a kink in the catheter body, and damage in the seal material in cup of the sutureless connector. The damage did not result in a leak during the in-line pressure leak test of affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.